Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 3 of 3. Reference MFR report #: 1627487-2017-07670. Reference MFR report #: 1627487-2017-07672. It was reported that the patient developed an infection at both incision sites following the implant of her device due to the post-op care done by the patient. As a result, the patient underwent surgical intervention sometime in 2017 to have their scs system explanted.